Event description:
The ortho summit sample handling system, pipetter, instrument reportedly gave an error message 106. +30 vdc dcm power fell range, and a burning smell. No death or serious injury was associated with this incident.